Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device/sales unit has not been returned for analysis.

Event description:
It was reported that prior to an unknown procedure the box of ats45 devices contained sc45a devices. There was no patient involvement.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: product code updated to ec60a as that is what was received at the analysis site. The lot number provided, l9037e, was verified to be a ec60a. The analysis results found that three individual boxes were returned for analysis. The sales unit carton was not returned. The carton graphics of three devices indicated that the instruments were sc45a devices. However, the label in the box indicated ec60a devices. Upon opening of the individual packages, the instruments were confirmed to be ec60a devices instead of the sc45a devices as the individual carton showed.